Event description:
Product is suspected to have possibly contributed to the death of a fetus upon delivery. Product delivers in excess of 65 cm of mercury upon two pumps of the handle. Maximum cm of mercury to be delivered to a fetus is unable to be determined by this command. Fetus was delivered with brain tissue and crushed skull material in the suction device. Unable to determine whether the device contributed to this occurrence or congenital abnormalities were contribution. All four devices on board have been confiscated by materials management. During the delivery, personnel assisting in the delivery noticed white and red matter in the suction attachement unusual to a normal delivery. The fetus died very soon after delivery after attempts of resuscitation.